Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was damaged. Customer stated the drive support cap had become detached from the device. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 114 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a flush and loose drive support disk, a cracked case at a display window corner, cracked reservoir tube lip and minor scratches on the display window.